Event description:
It was reported that while a consumer was using a bd integra 3 ml syringe with detachable needle for a testosterone injection, the needle forcefully went into his leg. The consumer went to an emergency department where he was evaluated and rec'd two sets of x-rays to locate the needle. The needle was not visualized in any of the x-rays.

Manufacturer narrative:
Results- a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
It is unk if a sample is available for eval. If a sample is returned, a supplemental report will be filed upon completion of the investigation.